Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of a large-bore hole in the right common femoral vein using a prostyle device relative to an electrophysiology procedure using an 8f sheath. Reportedly, when the plunger was removed, the suture came out with the knot undone. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: procedure date updated from (B)(6) 2023 to 8/3/2023.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was a venotomy closure in the right common femoral vein using a prostyle device after an electrophysiology procedure using an 8f sheath. No additional information was provided.